Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no blank display and missing segments or partial display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was 470 mg/dl at the time of incident and the current blood glucose of the patient is unknown. The customer was assisted with troubleshooting and the display did not return. Customer treated with insulin pump and manual injection. Troubleshooting was performed. Self test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.